Event description:
It was reported that the craniotome device "[came] apart". The event was not reported to have occurred during surgery. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. There was no report of patient/user injury, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A visual and functional assessment revealed that the roll pins were broken on the device. This is due to using excessive force to attach the device to the motor. Therefore, the reported condition was confirmed. The assignable root cause was determined to due to mis-handling. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.